Manufacturer narrative:
Device evaluated by MFR.: the 14f isleeve introducer sheath was returned for analysis. The returned device consisted of a 14f isleeve introducer sheath with the sheath separated from the hub. The sheath portion was received split open. The dilator was not returned with the 14f isleeve introducer sheath. Microscopic and visual analysis of the tip sheath, and hub/valve of the 14f isleeve introducer sheath was completed. Analysis of the sheath confirmed that two (2) of the three (3) seams had expanded and were consistent with use of the 14f isleeve introducer sheath. The first seam expanded from the tip to approximately 21cm down the length of the device. The second seam was cut open along the second seam, thus, it is undetermined if the second seam was already expanded or if any liner tear had occurred. There was tip damage noted along the seam expansions consistent with use of the 14f isleeve introducer sheath. Damage to the tip observed on the second seam where the user cut open the 14f isleeve introducer sheath is indicative of tip detachment. The tip damage present along the second seam extended further than the seam line, indicating partial missing tip material from the 14f isleeve introducer sheath. The tip was slightly flared outwards at the end of the device. The detached material is not expected with use of the 14f isleeve introducer sheath as when the seams and tip expand, material should not detach. The valve seals were also analyzed and were found to be severely damaged. The cause of the damage to the valve seals is unknown. Two kinks were seen along device at 4cm and 16.5cm. Media review: a recorded post-procedural video was provided to assist in the investigation and was reviewed by a bsc quality engineer. The media is consistent with the reported event of material detachment. The video showed the user cut and separate the 14f isleeve introducer sheath from the hub. The user then cut open the isleeve introducer sheath, folded the isleeve introducer sheath back on itself, and revealed a piece of material inside the isleeve introducer sheath. The material appeared to be part of the 14f isleeve introducer sheath tip. Still images were also provided and showed that the 14f isleeve introducer sheath had seam expansion along at least on seam with tip damage and kinks present.

Event description:
It was reported that material detachment occurred. The femoral artery was moderately tortuous and mildly calcified. Vascular access was obtained via a transfemoral approach. The native aortic annulus was 24.7mm in diameter. A 14f isleeve introducer sheath was selected for use during a transcatheter aortic valve implantation (tavi) procedure. The 14f isleeve introducer sheath was advanced into position. Resistance was experienced while advancing a 24mm non-boston scientific (bsc) balloon catheter through the 14f isleeve introducer sheath. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of a 24mm non-bsc balloon catheter in accordance with the instructions for use (IFU). The acurate neo2 transfemoral (tf) delivery system (ds) was introduced through the 14f isleeve introducer sheath without resistance. Once the acurate neo2 tf ds was advanced to the ascending aorta level, radiopaque material was observed at the level of the descending aorta. The procedure was continued, and the acurate neo2 valve was successfully implanted to treat the native aortic annulus. The acurate neo2 tf ds and 14f isleeve introducer sheath were removed from the patient. Outside the patient, the 14f isleeve introducer sheath was examined. A piece of radiopaque material was found inside the shaft of the 14 f isleeve introducer sheath. The origin of the radiopaque material is unknown. Both femoral arteries were checked under fluoroscopy, and no radiopaque material was visible inside the patient. No patient consequences were reported.

Event description:
It was reported that material detachment occurred. Procedure summary: the femoral artery was moderately tortuous and mildly calcified. Vascular access was obtained via a transfemoral approach. The native aortic annulus was 24.7mm in diameter. A 14f isleeve introducer sheath was selected for use during a transcatheter aortic valve implantation (tavi) procedure. The 14f isleeve introducer sheath was advanced into position. Resistance was experienced while advancing a 24mm non-boston scientific (bsc) balloon catheter through the 14f isleeve introducer sheath. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of a 24mm non-bsc balloon catheter in accordance with the instructions for use (IFU). The accurate neo2 transfemoral (tf) delivery system (ds) was introduced through the 14f isleeve introducer sheath without resistance. Once the accurate neo2 tf ds was advanced to the ascending aorta level, radiopaque material was observed at the level of the descending aorta. The procedure was continued, and the accurate neo2 valve was successfully implanted to treat the native aortic annulus. The accurate neo2 tf ds and 14f isleeve introducer sheath were removed from the patient. Outside the patient, the 14f isleeve introducer sheath was examined. A piece of radiopaque material was found inside the shaft of the 14 f isleeve introducer sheath. The origin of the radiopaque material is unknown. Both femoral arteries were checked under fluoroscopy, and no radiopaque material was visible inside the patient. Patient status: no patient consequences were reported.